Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the evening of (B)(6), 2010 at 5:22pm. The patient reported blood glucose results of "29, 71, 58, 139, 70 and, 58 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient informed the cca that she manages her diabetes with insulin pump. At the time of the alleged issue, the patient denied taking any action regarding her diabetes management. Prior to the start of the alleged issue, the patient claimed she was feeling sweaty and disoriented. At 5:29pm, the patient stated she gave herself food and/or drink in response to the alleged symptoms. At the time of troubleshooting, the cca verified the meter's unit of measure was set correctly and that the results obtained were from the same approved sample site. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to an adverse event. The patient had become symptomatic prior to the start of the alleged issue. In addition, there is no evidence in the delay of treatment. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k073231.